Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a staph infection. The patient was also at the hospital for cystic fibrosis. For treatment, the patient was given a nebulizer treatment, intravenous antibiotics called levofloxacin and meropenem at 2000 mg. The patient is still at the hospital.